Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction code reappears.